Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale. Corrected data: b5, h1, h6, h11. 4 events were previously reported during the reporting quarter; however, 3 events were reported in error. 1 previously reported event is included in this follow-up record. Product return status. 1 device was not available for evaluation.

Event description:
This report summarizes 1 malfunction event in which the device had a component detach. 1 event had insufficient information received regarding health impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 4 events were reported for this quarter. Product return status: 4 device investigation types have not yet been determined. Additional information: 4 devices were not labeled for single-use. 4 devices were not reprocessed or reused.

Event description:
This report summarizes 4 malfunction events in which the device had a component detach. 3 events had the problem identified during a non-clinical procedure; there was no patient involvement. 1 event had insufficient information received.